Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast ablation catheter during procedure. It was reported that during ablation, treatment repeatedly stopped and moved. The ablation itself had been completed after performed several times with this catheter. It is reported by the sales rep that when pressing around the "7 mark", there was a sensation of running electricity at the finger tip. It is not clear whether it was an electrical leakage. There is no visible damage to the catheter. There was no patient injury reported.

Manufacturer narrative:
Product analysis: the closurefast catheter (clf) was returned to the medtronic investigation lab (plymouth) for evaluation. No ancillary device or ima ges from the procedure were received with the device. The device was removed from the returned packaging for review. A bend was noted from distal to proximal end of the heating element/coil. An area of discoloration was noted toward the proximal end of the heating element/coil. Inspection of the catheter shaft revealed no anomalies. No holes or tears were noted in the coating along the entirety of the catheter. Microscopic inspection of the catheter heating element revealed that the discoloration was due to steam moisture residue inside the fep and on the heating element/coil. The coil was not exposed. Further inspection of the catheter revealed no anomalies. No holes or tears were noted along the catheter shaft. Inspection of the catheter connector pins revealed that the pins were straight and attached. The red indicator key on the connector revealed damage, consistent with signs of use. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing; the catheter was tested according to specification. The device passed the e+/ e- test and tc+/ tc- and was within the acceptance criterion. The value obtained from the resistor 1 test and resistor 2 test were within the acceptance criterion. The catheter was connected to the rfg2 and rfg3 generators. The catheter passed functional testing on the generators. The catheter was recognized by the generators when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle w ithout an advisory message being seen. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief to inspect for any indication of electrical leakage; nevertheless, the catheter could c omplete and pass ever test it was put through. Throughout testing, the device performed as intended. No indication of current leakage or electrical current was noted during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.